Manufacturer narrative:
The device was not returned for analysis. A review of the lot history records revealed no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from either lot. Based on the available information, a cause for the reported incomplete coaptation/slda could not be determined. The reported mr is a cascading effect of the slda. Additionally, mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. D4: the lot number is documented as unknown. The account provided two possible lot numbers, and could not recall which one was the slda clip. A review of both lots were performed for the evaluation. D4 lot number 1: 21111r2061. H4: manufacturing date: 11/16/2022. D4: expiration date: 11/15/2023. D4 lot number 2: 21115r1038. H4: manufacturing date: 11/16/2022. D4: expiration date: 11/15/2023na.

Event description:
This is filed to report a single leaflet device attachment and recurrent mitral regurgitation. It was reported that during a triclip procedure, a single leaflet device attachment (slda) of a mitraclip on the mitral valve was noted. This mitraclip was implanted during a previous procedure. The mr was grade 2-3. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.